Event description:
It was reported that the ventilator failed the pressure transducer and safety valve sub-tests, and generated a technical error code indicating disabled ventilation. There was no patient involvement reported. (B)(4).

Manufacturer narrative:
(B)(4). Investigation of the returned expiratory channel printed circuit (pc) board has been completed. This pc board contains electronics including microprocessor for handling of expiratory flow measurement and for control of the safety valve functions. The pc board was a spare part pc board. The pc board was tested in a reference ventilator. The reported technical error code was generated with every start-up of the device. Electrical measurement on the pc board found that the processor on the pc board not provided the expected signal to the watchdog. The lack of correct signal forced the watchdog to reset the pc board every second which disabled the addressing of the software code and lead to the generated technical error code. This technical error lead to erroneous measuring of the expiratory flow. The reported failing sub-tests were reproduced during the first puc (pre-use check). In the second puc the sub-test passed. The sub-tests failed due to that the safety valve not was calibrated. At installation of a new expiratory channel pc board, two puc may be required. The first puc will calibrate the safety valve, but may fail in other tests. The second puc will pass.

Event description:
(B)(4).